Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of iodine sponge in the transfer set when the minicap was removed. The patient had their transfer set replaced. There was no patient injury or medical intervention reported. No additional information is available.